Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information revealed the patient underwent surgical intervention where her entire scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost stimulation therapy in (B)(6) 2016, after having a massage. It was also reported the patient is experiencing paiin at the ipg site (reference MFR. Report#: 1627487-2016-03789). X-rays have been ordered. Subsequently, the patient may undergo surgical intervenion as the next course of action.